Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. The complaint cannot be confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
It was reported that patient underwent left total knee arthroplasty. Patient was revised 1 year, 3 months later for unknown reasons(facility cannot disclose any information regarding 1st revision). Unknown product replaced with zb product at that time. Subsequently, there was persistent pain after the revision surgery. After multiple exams, tibial loosening was concluded. Tibial implant loose in cement/bone interface. All components removed during revision surgery 2 years,1 month post implantation. No additional information available.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, approximately 3 years post implantation there was persistent pain after revision surgery, after multiple exams, tibial loosening was concluded. Tibial implant loose in cement/bone interface. All components removed.

Manufacturer narrative:
(B)(4). Report source: (B)(6). The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.